Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high blood glucose of 582 mg/dl. Customer stated that he had ice cream and did not bolus, customer declined troubleshooting for high blood glucose event. Customer also mentioned issue with carelink log in and was able to assist customer with loading the insulin pump to carelink. Customer stated that had issue with calibration on sensor and sensor glucose versus blood glucose readings. Advised customer to only calibrate when blood glucose is stable and that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. Customer declined complete sensor glucose versus blood glucose troubleshooting . No product is expected to return for analysis.